Event description:
It was reported that it was difficult to interrogate the pulse generator. The threshold test was very slow to start and finish. No patient symptoms and additional information was reported. The device remained implanted.